Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d5,d10,e1(event site mail)g3,g6,g7h2,h11 corrected field:g2,h6(component code) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the cs300 intra-aortic balloon pump (iabp) had a poor visibility on display. There was no patient involved.

Manufacturer narrative:
E1 - event site name: (B)(6). E1 - event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display malfunction when turned on. Poor visibility was reported. There was no patient involved, and no harm. A getinge field service engineer (fse) evaluated the unit and reported that the issue could not be reproduced. The fse disassembled and cleaned the display cable connector and display board connector. No parts were replaced. The unit passed all functional and safety tests to manufacturer specifications.